Event description:
Dr. Alleges that the catheter could not be removed from a 7fr "pinnacle" sheath. Upon removal of balloon and sheath, the doctor lost access. Access was re-established and a new catheter was used to complete the procedure. No adverse effect for patient.